Event description:
It was reported that the ventilator generated technical error codes indicating power error. The patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors and depleted memory backup batteries. During troubleshooting, several printed circuit boards were checked. The tests were not finished at this time and the ventilator was not released for use. If an internal power failure occurs during ventilation it may lead to stop of ventilation. Alarms will be generated. Despite good faith effort no more information has been obtained. Given this, the problem cannot be confirmed nor any root cause identified.

Event description:
Manufacturer's ref.#: (B)(4).